Event description:
Reported issue: the device is not firing correctly. There is no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot # 73a2200582 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The packaging of the returned sample was observed to be damaged. Further investigation has been initiation internally within teleflex's quality system and the investigation to determine the root cause for damaged packaging is ongoing. The customer was contacted, and it was reported that they did not observe this issue at the time they reported the complaint. No additional complaints were created based on the damaged packaging. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated one more time with the same result. The next staple did not form properly. After this, no more staples fired. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Further investigation has been initiated within teleflex's quality system at the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Additionally, a secondary investigation has been initiated for complaint trend for this issue. The trend has been escalated to a risk evaluation and the investigation is ongoing. The stapler was returned with (B)(4)staples remaining in the cover block. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device is not firing correctly. There is no patient injury.